Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, aoanjrr reported 1075 cases. 29 complications(10 fractures, 5 prosthesis dislocations, 4 loosening, 4 infection, 1 leg length discrepancy, 1 mal position, 1 instability, 1 other. No further information was reported. Additional information, after sorting the data it was determined that only 3 prosthesis dislocation, 1 loosening, 4 infection, 5 fracture (periprosthetic), 1 mal-alignment, 1 instability and 1 implant breakage head were not previously reported. This incident is capturing 1 mal-alignment.